Event description:
It was reported that during a post-operative check, the left ventricular lead exhibited high threshold. The patient was asymptomatic. The device was reprogrammed and the patient would be monitored.

Manufacturer narrative:
(B)(4).